Event description:
It was reported that a patient underwent a right l5-s1 hemi-laminotomy / diskectomy (minor) and right l5/s1 hemi-laminotomy / diskectomy (major). During the procedure a piece of the needle broke off and was missing. Additional information was requested.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.